Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 11-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 10 mg/ml; 0.5 mg/day and morphine 10 mg/ml; 0.5 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the hcp had performed an unsuccessful dye study on (B)(6) 2018 which led them to believe the catheter was kinked. The pump was due for a normal pump replacement which was scheduled for (B)(6) 2018. The hcp decided to replace the catheter at that time. The pocket was opened and confirmed the pump segment of the catheter was kinked, twisted, and curled behind the pump. The hcp replaced the pump segment that had been twisted and added the same amount back. The hcp did not do a back table prime and after the pump segment replacement, everything was connected. The hcp did not aspirate from the cap. The patient had been going without drug for some time. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was unknown why the catheter was so twisted behind the pump. The patient was doing great now. The patient¿s weight was unknown.